Event description:
Customer reported the panorama central station, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Co rep evaluated the unit. Corrections included replacement of the wireless transceiver and adjusting the front panel antenna. Unit was calibrated and safety tested to factory's specifications.